Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced recurrent glycemic variability with a nocturnal hypoglycemic episode followed by hyperglycemia, including a reported high of 460 mg/dl and lows in the mid-40s mg/dl, with alerts received for both low and prolonged high glucose; the user reported using oral carbohydrates for the low, no ketone testing, no medical intervention, and no assistance needed, and troubleshooting with the agent suggested an algorithm-related issue despite an intact infusion set and uninterrupted insulin flow. Symptoms included hyperglycemia and hypoglycemia. Outcomes included temporary health effects without hospitalization or required assistance. Investigation included troubleshooting and education with a referral for additional clinical review. Investigation of this case revealed an unclear root cause with suspected algorithmic contribution and no evidence of infusion set or flow disruption. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.